Event description:
Related to MFR report number: 2183959-2012-02578 and 2183959-2012-02579. ¿on or about (B)(6) 2007, plaintiff was implanted with an ams, perigee system, with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse.¿ it was alleged by the plaintiff¿s attorney that, ¿after and as a result, plaintiff suffered serious bodily injuries, including, but not limited to extreme pain, erosion of internal bodily tissue, vaginal scarring, add¿l surgeries, mesh erosion, hardening, chronic pain, worsening dyspareunia, and other injuries. It was also alleged that as a result, plaintiff has sustained and will continue to sustain significant mental and physical pain and suffering, mental anguish and emotional distress, and has damages for the loss of enjoyment of life. Has required or will require add¿l surgery(s) and medical treatment and she has sustained permanent injury.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.